Event description:
It was reported that (1) tsb45 device was used during an unknown procedure. It was reported by the affiliate that the tsb45 instrument did not fire properly. The stapler did not close. Although there was excessive bleeding during the case, due to the stapler not firing properly. The pt suffered no serious consequences and is now doing ok. Another stapler and electrical bistoury were used to complete the case.